Event description:
A facility reported that when they finished a craniotomy case, the patient slipped slightly in the mayfield composite series skull clamp (a3059). The patient was coughing which lead her to slip out of the skull clamp. There was no patient injury as the patient¿s head was caught by staff avoiding injury and there was no delay in surgery. Desired patient outcome was achieved.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - evaluation found no device deficiencies that would have contributed to the reported complaint and the reported "slippage" could be duplicated. The unit received passed all functional testing, and it was determined that no repairs are needed at this time. Root cause - the complaint is unconfirmed. No issues were observed, and the unit passed all functional testing. The probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.